Event description:
Account alleged the siderail was broken.

Manufacturer narrative:
Technician found the right side rail was not locking properly. The bed side rail was blocked by a bent assembly cover, technician replaced the assembly cover to resolve issue.